Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review summary: a patient having surgery with prolonged immobilization had a vena cava filter deployed in the infrarenal inferior vena cava without immediate complication. Approximately four days post filter deployment, the patient had significant pain and was scheduled for a filter retrieval procedure. The filter was removed and a new filter was placed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four days post filter deployment, the patient had significant pain and was scheduled for a filter retrieval procedure. The filter was well centered in the inferior vena cava. The filter was successfully removed without immediate complication. Therefore, the investigation is inconclusive for any alleged deficiency with the filter. It can be confirmed that the patient experienced pain however there is no clinical correlation to the filter and the pain provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: possible complications include, but are not limited to, the following: - pain.

Event description:
Medical records were received through the litigation process. Approximately four days post vena cava filter deployment, the patient experienced pain and was scheduled for retrieval of the filter. The filter was captured and retrieved successfully via a snare. A new filter was prepped and deployed successfully.